Manufacturer narrative:
Initial MDR 2432235-2016-00232 was filed on 5/5/2016. Additional information (9/9/2016): siemens headquarters support center (hsc) conducted internal testing on samples spiked with the drug letrozole, a drug that the two patients were taking at the time of testing. Testing did not confirm that cross-reactivity was due to this medication, and have informed the customer that this could be a sample specific issue. The customer has informed siemens that they are satisfied with the instrument and the estradiol assay performance. They continue to process samples for estradiol and the results are being reported out. The cause of the falsely high result for estradiol is unknown. No further evaluation of the device is required. The system is performing according to specifications.

Manufacturer narrative:
The cause of the higher results for the estradiol assay on the immulite 2000 xpi instrument is unknown. Siemens is investigating the issue.

Event description:
The customer has indicated that they are observing higher than expected results for the estradiol assay on the immulite 2000 xpi instrument. The high results were obtained on two breast cancer patients who have undergone oophorectomy and are being treated with specific medications. Based on the clinical history of the patient the physician(s) was expecting to see lower results. The customer repeated the samples on an alternate platform and the results were lower as expected. The initial high results were reported to the physician(s) and questioned. The repeat results on the alternate platform were not reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the high results obtained for the estradiol assay.